Event description:
It was reported that there was a blood leak in xenium dialyzer during patient use, at the beginning of therapy. Prior to the reported event, the patient had the access fistula de-clotted. Once the patient was put on the dialyzer, they had a blood leak about 2 to 3 minutes into the start of the therapy. The patient was then set up on a different dialyzer (exeltra), which also had a blood leak about 2-3 minutes into the start of therapy (covered in a separate report). The therapy was discontinued for that day and the blood was not returned to the patient. The estimated blood loss to the patient was approximately 150-250ml each time, for a total of 300-500ml that day. The following day, the patient was set up on the exeltra dialyzer which again had a blood leak about 2-3 minutes into the start of therapy (covered in a separate report). The patient was then set up on a xenium dialyzer, which resulted in a blood leak about 2-3 minutes into the start of the therapy (covered in a separate report). The therapy was discontinued and the blood was not returned to the patient either time. The estimated blood loss to the patient was approximately 150-250ml each time for a total of 300-500ml that day. Between the two days, this patient had a total blood loss of about 600-1000ml. The patient was hospitalized for the blood loss. The nurse reported that the patient¿s hematocrit had dropped, hemoglobin was low along with the potassium levels. The patient received a transfusion of one unit of blood and was reported to have been discharged home from the hospital. The patient has recovered from the reported event and also from the low hemoglobin and potassium levels. The hemodialysis therapy was ongoing. The blood leaks were from the fiber all four times and they were discovered visually and by a blood leak alarm on the machine. All four instances of the leak were confirmed by a hemastix test at the drain each time. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The manufacturer, (B)(4), performed a batch review for lot number 13h26a with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. (B)(4) also performed an evaluation on the retained sample. It was visually inspected and no abnormality was found. After priming, a leak test was performed in the water and no leak was observed from the hollow fiber or any other parts. The device was returned for evaluation. A visual inspection was performed and no obvious defects were found. A leak test was also performed and a slight leak was found in the fibers. There were bubbles forming out from the fibers and then eventually coming out of the dialysate port at the venous end. The reported issue was confirmed, but the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as cmplnt-(B)(4). This report is covering the 1st event with the xenium dialyzer which occurred on (B)(6) 2014. Cmplnt-(B)(4) is covering the 2nd event with the exeltra dialyzer (B)(6) 2014. Cmplnt-(B)(4) is covering the 3rd event with the exeltra dialyzer (B)(6) 2014. Cmplnt-(B)(4) is covering the 4th event with the xenium dialyzer (B)(6) 2014.